Event description:
It was reported that this patient was being checked after an aortic valve replacement. Review of the pacemaker found the right ventricular (rv) lead had a lead safety switch earlier this year from bipolar to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms. Additional testing was performed in bipolar and found that the impedances values remained greater than 3000 with no capture at high output. Unipolar measurements and trends were stable and within range, so plan was to leave programmed to unipolar at this time. The system remains in-service at this time. No adverse patient effects were reported.